Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced difference between sensor glucose and blood glucose values, calibration not accepted alert, change sensor alert. The customer reported bleeding. The event involved product(s) mmt-7020la. Troubleshooting was performed. Insulin delivery was suspended. Blood glucose value was 260 mg/dl and sensor glucose value was 73 mg/dl at the time of event. The difference between blood glucose and sensor glucose was outside the acceptable range. Explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. Mmt-7020la was requested and customer response was the device will be returned.